Event description:
It was reported to philips that the system became unresponsive after the emergency stop was activated, preventing geometry movements. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.